Event description:
This rv lead was implanted on (B)(6) 2006, and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, stating that on (B)(6) 2017 lead safety switch occurred on this lead and impedance was 2000 ohms. There was no noise on the electrogram (egm). The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).